Event description:
A physician reported treating a patient using renu with moistureloc multi-purpose solution for fusarium keratitis, cultures obtained from ocular scraping of a corneal ulcer, the patient's lens case and a sample of solution from the lens case were positive for fusarium. The patient was treated with natamycin and voriconazole and remains under treatment.

Manufacturer narrative:
Baush &lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous producted lots. All of the records indicate there were no anomalies that could have been related to the report, thee were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conslusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances, we are continuing to investigate this link but in he meantime, we are taking the most responsible action in the interest of ourcustomers by discontinuing the moistureloc formula and recalling all distributed product.